Event description:
This lead became dislodged and the physician chose to replace it because he felt that the helix would not fully extend. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Furthermore there were revealed damages of the steroid collar. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. In summary, a deformed fixation helix was noted on the returned lead compromising the performance of the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.